Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was failing to capture, had a drop in r wave amplitude, and low pacing impedance. Revision was discussed but not yet completed. Patient was stable.